Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the qtc measurement is inaccurate when compared to manual analysis of this value. The qt interval describes the period from the start of the q wave to the end of the t wave on an electrocardiogram. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported that the qtc measurement is inaccurate when compared to manual analysis of this value. The qt interval describes the period from the start of the q wave to the end of the t wave on an electrocardiogram. The device was not in use on a patient at the time of event, there was no adverse event reported.